Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tubes"), device breakage ("device breakage") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (with complications)") in a 26-year-old female patient (gravida 3, para 3) who had essure (batch no. 654836; 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (date of deliveries: (B)(6) 2006, (B)(6) 2009, (B)(6) 2011) and food allergy (food peanuts). Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included pre-eclampsia and abdominal pain (days post delivery). Family history included hypertension and coronary heart disease. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/left side: constant/severe"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6)2011. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device breakage and pregnancy with contraceptive device outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered device breakage, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Kidney issues in fetus at 20 weeks. Mass of calcium in abdomen and brain. At 28 days old baby developed several breathing problems that included several admissions to the hospital. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: confirming (pregnancy with contraceptive device)". Lot number: 646527 manufacturing date: 2009/06 expiration date: 2012/06 . Lot number: 654863 manufacturing date: 2009/07 expiration date: 2012/07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-apr-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tubes"), device breakage ("device breakage") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (with complications)") in a 26-year-old female patient (gravida 3, para 3) who had essure (batch no. 654836; 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (date of deliveries: (B)(6) 2006, (B)(6) 2009, (B)(6) 2011) and food allergy (food peanuts). Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included pre-eclampsia and abdominal pain (days post delivery). Family history included hypertension and coronary heart disease. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/left side: constant/severe"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2011. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device breakage and pregnancy with contraceptive device outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered device breakage, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Kidney issues in fetus at 20 weeks. Mass of calcium in abdomen and brain. At 28 days old baby developed several breathing problems that included several admissions to the hospital. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: confirming (pregnancy with contraceptive device)". Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was updated. This case is medically confirmed. This case concerns 26 year old patient. Her demographics were updated. Pregnancy outcome was updated. Her historical medication, historical condition, concurrent condition and family history were added. Essure insertion date and removal date was added. Essure lot number was added. Events: device breakage and pain/left side: constant/severe were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tubes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device ("unintended pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy). At the time of the report, the fallopian tube perforation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered fallopian tube perforation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.